Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers) the actual complaint product was returned for evaluation.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to MDR # 8030647-2015-00218 for the first patient report. Refer to MDR # 8030647-2015-00219 for the second patient report. It was reported that the patient had a catheter failure with the thumb valve. There was no patient injury or adverse event, and no additional information available.

Manufacturer narrative:
The device history record for the lot number, m5131t50, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. The sample was received and evaluated. The cap of the thumb valve was detached from the valve body. The stem was broken approximately 4mm below the connection to the cap. The edge of the break was some what jagged in appearance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).